Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Co rep reported a pt having an injection with unspecified juvederm voluma in the cheeks and perlane in the tear trough. The pt developed what appeared to be a nodule and was treated with hylase. Resolution of symptoms are undetermined.